Manufacturer narrative:
Visual examination of the returned re-entry malecot nephrostomy catheter set revealed that the catheter and the green distal tip were kinked in several locations. The catheter was broken approximately 30.5cm from the proximal end near the location of the catheter shaft bond. The broken ends were not straight and were not perpendicular with the sides of the catheter. Examinations of the bonded ends under magnification demonstrate the bond was made during manufacturing. A suture was wrapped around the catheter approximately 4.5cm from the distal end of the proximal fragment. The suture appeared to have been used to pull the device as the suture was cinched into the catheter; however, the amount of force required to cause the catheter shaft bond to break could not be determined. Therefore, taking into consideration these factors and the analysis performed on the returned device, the most probable root cause is "operational context." The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2015 . The procedure was completed with no issues. According to the complainant, on (B)(6) 2015, they injected contrast material and no sign of passage was noticed. An x-ray image showed that the catheter was broken into two fragments inside the patient. The break was approximately 5cm from the open wing portion of the distal end between the fusion point between the rigid and the soft part of the catheter. Additional intervention was performed and the fragments were removed using forceps. Another re-entry malecot nephrostomy catheter set was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2015 . The procedure was completed with no issues. According to the complainant, on (B)(6) 2015, they injected contrast material and no sign of passage was noticed. An x-ray image showed that the catheter was broken into two fragments inside the patient. The break was approximately 5cm from the open wing portion of the distal end between the fusion point between the rigid and the soft part of the catheter. Additional intervention was performed and the fragments were removed using forceps. Another re-entry malecot nephrostomy catheter set was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.